Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Device manufactured between: june 4, 2018 to june 5, 2018. Two (2) actual devices were received for evaluation. Visual inspection via the naked eye noted a ruptured bladder on both samples. Microscopic inspection was performed to identify any issues that could have caused the rupture; no signs of abnormality were observed. The reported condition was verified for both samples. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates ruptured after filling. The devices were filled with sodium chloride. There was no patient involvement. No additional information is available.